Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill within the orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill within the orthopat machine. No donor or operator injury was reported. Upon eval of the device the reported problem was verified. The outer skin of the device was removed and evidence of fluid intrusion was found. Blood was found in the drain tube and drain bag and in the centrifuge chuck. The drain bag was not deployed properly. Electrical components which required replacement include the centrifuge, power supply and top deck distribution board. (B)(4).